Event description:
The customer reported that she went to urgent care due to high blood glucose levels. The customer stated that his blood glucose levels were in the 500 mg/dl range prior to the urgent care visit, but he treated with a bolus and he was at 350 mg/dl once he got to urgent care. The customer declined troubleshooting because he felt that his blood glucose elevated after eating a sandwich. The customer also felt that the insulin pump was working properly due to his blood glucose levels coming down after giving himself a bolus. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.